Event description:
Plate & screws inserted into right femur in 2000. Almost 8 months later, x-rays indicated one screw & plate, just proximal to screw location had fractured. A little more than a month after this, hardware removed & exchanged. Screws inserted on 3-2000 are: 3 x 214.14, 1 x 214.32, 1 x 214.34, 1 x 214.36, 1 x 214.40, 1 x 214.42. Fractured one is not noted.